Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the radio frequency programmer head would not interrogate a device model and failed some tests. The head's cable was replaced and the head then passed all console and systems tests. (B)(4).